Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds and basic occlusion test due to faulty force sensor resistor (gold). The pump had a cracked reservoir tube lip, cracked battery tube threads, and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 103 mg/dl at the time of incident. The customer's father stated that insulin squirted out during the manual prime process and the insulin continued to drip after the motor stopped. They were unable to exit the "preparing to prime" loop. The customer's father stated that they were stuck in the rewind complete/bolus delivery loop. Troubleshooting was completed. The customer's father was advised to disconnect from the insulin pump. The customer's father was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.